Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0210231667, implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the inflammation was updated to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 309328 lot# 0210231667 implanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional in a clinical study via a manufacturer representative reported inflammation at the implant site. Inflammation included pain, redness, and swelling. Factors that may have led or contributed to the issue remain unknown. Actions or interventions included hospitalization from (B)(6) 2016 to (B)(6) 2016 and antibiotics plus antalgic treatment. There was a report that the issue resolved at the time of the report. No surgical intervention occurred or was planned. Relevant medical history includes neurologic incontinence since 2010. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 309328 lot# 0210231667 (B)(4) implanted: (B)(6)2016 explanted: product type lead medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was related to procedure and neurostimulator. No further patient complications have been reported as a result of this event.